Event description:
An open surgery on the lumbar spine for a posterior lumbar interbody fusion (plif) of vertebrae l4 and l5, due to spondylolisthesis at l4/l5, with intended placement of 4 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l3. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and determined its navigation accuracy as insufficient for this surgery. Decided to use a pre-operative CT scan of this patient of the day before this surgery, that had been also imported into the navigation, to register the current patient anatomy to the navigation with acquiring surface matching points with the pointer on the vertebra l4. Verified this surface matching registration, and accepted its navigation accuracy to proceed. Starting with left l4, used the navigated drill guide 3.2mm with its depth control set to 30mm to drill into the vertebrae to create the pilot hole. Noticed half way of the drilling in left l4 that the drill seems to breach the bone into the spinal foramen, when at this time the neuro monitor alarm buzzed, and stopped to drill. Decided to re-do the surface matching registration to navigation for l4, and to acquire additional registration points. Verified the new surface matching registration, checking the navigation accuracy on almost the entire l4 surface, and accepted it to proceed. Confirmed with the navigation that the former drill hole hits the foramen, and confirmed a new correct trajectory for the pilot hole. Correspondingly drilled a new pilot hole in left l4, with the same navigated method and same instruments as before. After creating the right l4 pilot hole the same way, used a non-brainlab tap calibrated beforehand to navigation for instrument position display to thread the pilot holes, and an also to navigation calibrated non-brainlab screwdriver to place the spine screws into the prepared pilot holes. Performed a surface matching registration to navigation for l5, and prepared and placed the spine screws bilateral in l5 with the same navigated method as for l4. Acquired a verification intra-operative c-arm scan, and confirmed the 4 spine screw placements to be in good positions / correct as intended. Completed the fusion surgery as intended and closed the patient. According to the surgeon (treating clinician), the deviation of 1 of the 4 spine pilot holes created with the aid of navigation was detected by the surgeon during its drilling, and this pilot hole was corrected with navigation at the very same surgery. All screw placements into the spine were correct at the end of the surgery. There was no harm or negative effect to the patient reported due to the deviating pilot hole, also not due to surgery/anesthesia prolong of ca. 1.5h. There were further no remedial actions reported necessary, done or planned for this patient. There was no prolong of hospitalization reported either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole was created in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician), the deviation of 1 of the 4 spine pilot holes created with the aid of navigation was detected by the surgeon during its drilling, and this pilot hole was corrected with navigation at the very same surgery - all screw placements into the spine were correct at the end of the surgery. There was no harm or negative effect to the patient reported due to the deviating pilot hole, also not due to surgery/anesthesia prolong of ca. 1.5h. There were further no remedial actions reported necessary, done or planned for this patient. There was no prolong of hospitalization reported either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviated (first) pilot hole drilled in left l4 into the spinal foramen with the aid of navigation, is: an insufficient registration point acquisition by the user at the first surface matching registration to the navigation on the vertebra l4 at this surgery, not sufficiently covering different depths of the vertebra surface as necessary, in combination with the CT scan that was used in the navigation not fulfilling the brainlab scan protocol requirements. The registration points collected were oriented mainly caudal on the vertebra only, and no points were acquired on for example the spinous process. Further, the pre-operative CT image set used to register the actual patient's anatomy to, was acquired at the scanner with the setting "bone reconstruction", instead of with the by the brainlab scan protocol required scan setting "soft tissue windowing" for use with navigation - to reduce the significant artifacts visible in this scan. Registration points were also collected in these areas with artifacts visible, which should be avoided. This caused the navigation to not find an as accurate match as desired for this surgery, in between the actual patient anatomy (l4) and the pre-operative CT image set, for the instrument location display. Apparently, the resulting deviation between the actual patient anatomy location and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification of the registration and throughout the procedure, during the preparation and before drilling the left l4 pilot hole. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.